Manufacturer narrative:
Maquet cardiopulmonary ag is aware of similar complaints from this product. Same product, showing a similar malfunction, has been investigated in # (B)(4): when priming with water, a leak was detected at the point claimed by the customer (pos 5.) 'Opening for holder'. Since further investigation on sample is not possible due to safety reasons, the cause of the incident could not be identified. In addition, maquet cardiopulmonary gmbh is aware of similar failure description for same product, complaint # (B)(4). The video of this failure also shows the oxygenator is leaking from housing. Thus the reported failure 'leak from the base' could be confirmed. This complaint is being monitored as part of the complaint data trending of maquet cardiopulmonary gmbh and further investigations and measures will be conducted in case of adverse trending.

Event description:
Complaint#: (B)(4).

Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available.

Event description:
A leak was observed in the adapter of the support, being necessary the exchange of all the oxygenator. All tests on the device were performed during assembly and the circulatory process before cpb, and were not altered. As the problem occurred moments before the entry into cpb, there was no damage to the patient, only waiting a few minutes for oxygenator replacement. (B)(4)..